Event description:
The user facility reported that placement signal low alarms occurred with impella 5.5 while supporting a 54 year old male patient and the impella was repositioned. Additionally, the patient experienced runs of ventricular tachycardia (vt) requiring defibrillation multiple times. The patient continued on support.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.